Event description:
Customer reporting 9 symptomatic patients testing false positive for sars two times over an extended period of time (18 occurrences total). Customer states the results were negative by pcr. Report 13 of 18.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.